Manufacturer narrative:
The device has been returned to stryker for evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer's device was returned to stryker's product access center (pac) for evaluation. The reported issue was verified and duplicated. Investigation found the therapy pcba faulty and replaced it to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The product analysis center (pac) further evaluated the defective therapy pcb. Pac found that the paddles control processor u63 is not functioning and software cannot be reloaded. The root cause is inoperative ic u63. The device was returned to the customer for use.